Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: device not yet returned; evaluation on-going.

Event description:
It was reported by the healthcare professional to the company sales representative "after opened the package, it was found the needle and suture were separated. The product was not used on patient." The needle had been detached prior to use.

Manufacturer narrative:
There are previous complaints of this code batch regarding the same issue that were closed as confirmed after the analysis. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received a closed sample and three open and unused samples with the needle detached from the thread and the thread still wound on the pack. Tightness test to the closed sample received has been performed and the unit is tight. We have tested the needle attachment strength of the closed sample received and the result fulfill the requirements of the european pharmacopoeia (ep):0.45 kgf (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Taking into account that there are previous confirmed complaints of this code batch and the open and unused samples received, we conclude that the complaint is confirmed by evidence of the samples received. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.